Event description:
A report was received that the patient developed infection at the ipg site. The symptoms include swelling, redness, drainage and warmth around the ipg site. It was believed that the infection was procedure related and not device related. Antibiotics was prescribed. The patient underwent an explant procedure. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-50, serial: (B)(4), description: artisan surgical lead, 50cm; model: sc-8216-70, serial: (B)(4), description: artisan surgical lead, 70cm; model: sc-4316, lot: 16647622, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.